Event description:
It was reported that the bronchoscope does not transmit image to monitor. No harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, a noise image occurs and due to a pinhole on the channel tube, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.